Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, the customer reported to technical service engineer (tse) that the patient clearance button on universal surgical manipulator (usm) 2 was not adjusting the patient clearance joint. The onsite logs reflect the error 25745 on usm 2 patient clearance button. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2 due to patient clearance button not responding and usm 4 since it was down due to damage. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the units; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Usm 2: the usm 2 was analyzed. In log reviews, the error 25745 (p2 = 1) was found pointing to tornado down button, confirming the fault occurred in the field. Upon visual inspection, corrosion was found on tornado buttons that would be related to the reported event. The usm was installed onto an in-house system where the tornado down button was not working. The usm was then installed onto a patient side cart fixture test platform (pftp) where the buttons test failed on tornado down button. Once testing was completed, the axes controller spar button board3 (acsb3) printed circuit assembly (pca) was aba (applied behavior analysis) tested and was verified to be the source of the fault. Usm 4: the usm 4 was analyzed. In log reviews, the error 25745 (p2 = 1) was found pointing to tornado down button, confirming the fault occurred in the field. Upon visual inspection, corrosion was found on tornado buttons that would be related to the reported event. The usm was installed onto an in-house system where the tornado down button was not working. The usm was then installed onto a patient side cart fixture test platform (pftp) where the buttons test failed on tornado down button. Once testing was completed, the axes controller spar button board3 (acsb3) printed circuit assembly (pca) was aba (applied behavior analysis) tested and was verified to be the source of the fault. The probable root cause is attributed to the acsb3 pca in the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.